Event description:
Customer's husband reported no delivery alarms on his wife's insulin pump. Customer has changed her infusion set four times. Her blood glucose was above 500 mg/dl when the alarms occurred. She treated with manual injections. The issue was resolved with a complete set change. Troubleshooting could not be done because this was a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.